Event description:
Pt presented to physician's office complaining of fatigue. She was found to be in vvi pacing on a pacemaker check done 2/5/97. Pacemaker showed end-of-life. Pt admitted for replacement.